Event description:
One of the ends of the product is sealed properly and the other end of the product is not sealed. So the product is not sterile . The product falls out of pouch. Six individual pouches were affected. The device was in the operating room when this occurred. The procedure was affected. The doctor got ready to use the product and it fell out of pouch.